Event description:
Conmed japan reported on behalf of the customer that the as-ifs1, airseal ifs, 110v, device was being used on an unknown date during a robotic gastrectomy procedure when it was reported ¿while dr. Was in the department of esophagus/gastrointestinal/gastric surgery before 2024, there was a problem with subcutaneous emphysema during robotic gastrectomy surgery, so we have since stopped using it. Since this has not led to any major problems, no further information can be obtained.¿ the procedure was completed and there was no report of medical intervention, or extended hospitalization for the patient. There was no report of malfunction of the conmed device. The ias12-100lpi 12 mm access port & palm grip obt w/bladeless optical tip, was also used in the procedure and will be listed as a concomitant device. This report is being raised on the reported injury due to the patient obtaining subcutaneous emphysema.

Manufacturer narrative:
Update: response to FDA request for justification and CAPA number: during an internal audit, at our japan office, it was identified that some incidents were inadvertently not captured within our complaint system and thereby not evaluated for reportability to the FDA within the 30-day submission deadline. As a result, conmed has opened and completed CAPA-2024-15 to investigate, determine the root cause and complete appropriate corrective actions. Manufacturer narrative: the device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. (B)(4). Per the instructions for use, the user is advised that incorrect placement of a cannula or a trocar into subcutaneous tissue may lead to emphysema. To reduce the risk, use a low gas flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Long surgeries (> 200 min.), the use of many access points, duration and size of leaks at these points may also contribute to emphysema. Be sure to close leakages in trocar access points immediately. Improper placement of the insufflation instrument could cause gas penetrating a vessel or an internal organ, resulting in gas embolisms. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. (B)(4). Per the instructions for use, the user is advised that incorrect placement of a cannula or a trocar into subcutaneous tissue may lead to emphysema. To reduce the risk, use a low gas flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Long surgeries (> 200 min.), the use of many access points, duration and size of leaks at these points may also contribute to emphysema. Be sure to close leakages in trocar access points immediately. Improper placement of the insufflation instrument could cause gas penetrating a vessel or an internal organ, resulting in gas embolisms. To reduce the risk, use a low flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Check the position of the insufflation instrument immediately if the actual pressure rapidly reaches the nominal pressure value. Gas embolisms can also be caused by a high intra-abdominal pressure. Avoid high-pressure settings and close damaged blood vessels at once. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the as-ifs1, airseal ifs, 110v, device was being used on an unknown date during a robotic gastrectomy procedure when it was reported ¿while dr. Was in the department of esophagus/gastrointestinal/gastric surgery before 2024, there was a problem with subcutaneous emphysema during robotic gastrectomy surgery, so we have since stopped using it. Since this has not led to any major problems, no further information can be obtained.¿. The procedure was completed and there was no report of medical intervention, or extended hospitalization for the patient. There was no report of malfunction of the conmed device. The ias12-100lpi 12 mm access port & palm grip obt w/bladeless optical tip, was also used in the procedure and will be listed as a concomitant device. This report is being raised on the reported injury due to the patient obtaining subcutaneous emphysema.